Event description:
Caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer service advised the caller that they would receive a replacement pump with updated software. The caller was instructed to use their current pump as a backup and to return the faulty pump to the company. Additionally, the caller was given instructions on how to put the pump into storage mode and informed that they needed to program their settings and connect their cgm to the replacement pump. The shipping details and the return process were confirmed, and the caller acknowledged all instructions.